Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm. The patient reported that the sensor wire remained in his arm on (B)(6) 2024. About three weeks later, the patient reported that the puncture site became infected and had to see his doctor. The clinic tried to remove the sensor wire. They cut into the area to see if they could find the sensor wire; however, the sensor wire was not successfully removed. The clinic performed several x-rays but were not able to pick up the wire clearly. The infection was treated with cephalexin 500mg 3 times a day. At the time of the report a week after the medical intervention, the patient's condition was normal. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect - clinical code - e2010 - needle stick/puncture.